Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered in the pump carbohydrate ratio incorrectly. Reportedly, the customer entered in the carbohydrate ratio as 1 unit of insulin for every 80 grams of carbohydrates and it should have been entered in as 1 unit of insulin for every 8 grams of carbohydrates. In addition, it was reported that the customer experienced elevated blood glucose (bg) levels reaching 374 mg/dl. The cause for the reported elevated bg levels was unknown. Customer delivered a bolus to address elevated bg levels. Contact declined troubleshooting with tandem technical support.